Event description:
It was reported in clinic that the patient's left ventricular (lv) lead exhibited elevated capture threshold. The lv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition pre, during, and post procedure.